Event description:
It was reported that "the foot area of bed stopped working, a technician came out and said its a motor issue. When it started to not work customers mom was in bed attempting to lower and heard a popping noise and then it stopped working from that point".

Manufacturer narrative:
It was reported that "the foot function of the bed is no longer working and a technician stated that it is motor issue. Customer also stated that they hear a popping noise when attempting to lower the bed, from then on the bed stopped functioning. Troubleshot with customer and they stated that their was a power outage a few months ago, believing that it may be relevant information. Customer stated that they are unable to inspect motors or components under the bed, but a technician informed them that the foot motor needs to be replaced. Customer stated that a week ago they attempted to use foot motor and they heard a loud pooping noise from the foot motor. Customer stated that all functions are working, except foot function, and all of the electronics cables appear to be fine. They proceeded to try another wall outlet, but no success" there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.